Event description:
The hospital could not get canisters to seal properly. The suction system would not maintain proper vacuum. The hospital said the gauge on the aspiration pump was reading -25inhg. Three units were tried unsuccessfully. The 4th unit tried was successful.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.